Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. From the investigation result of the manufacturing record and the reported information on the event, omsc thinks that there was no malfunction with the subject device. Based on the past similar cases, it was known that the probe of the subject device was at high temperature right after activating output and caused burn when it contacted with the patient body. The above device handling has been warned in the instruction manual as follows; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. To prevent injury to the surgeon, surgical staff and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also do not leave the instrument in contact with a tissue, the patient or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff and/or patient or a fire hazard may result. Whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Refer to ¿temperature of the shaft, grasping section, and probe tip during activation¿ on page 66 for details of the temperature.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the user put the subject device on the patient and the heated section of the subject device contacted with the patient body. The patient got a burn. The physician applied some petrolatum on the burn. There was no further medical treatment. The intended procedure was completed with the subject device. The subject device was discarded by the user. The malfunction of the subject device was not reported. This is the report regarding the burn of the patient.